Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While performing a bedside procedure, the device broke at the hub during placement. Part of the catheter dislodged and was surgically removed.

Manufacturer narrative:
Pt information: unknown as not provided. Lot # is unknown as it was not provided. Exp. Date unknown as no lot # was provided. UDI # is unknown as no lot # was provided. Initial reporter phone # is unknown as it was not provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: a review of complaint history, drawings, quality control, trends and a visual inspection of the returned product was conducted during the investigation. The returned device was examined and it was noted that he shaft of the catheter was completely separated from the hub. The separated shaft was 5.1 cm in length and although the shaft itself was smooth, the sheared end had some roughness at the edge. There was still green tubing visible inside the hub and upon examination, it was found that the green tubing was pulled loose from some of the wall of the hub. There is no evidence to suggest that the device was not manufactured to specification. As the lot number was not reported, a search of field complaints from this same lot or production nonconformance data cannot be conducted. Based on the information provided and the results of the investigation, we are unable to determine a root cause of the failure. We have notified the appropriate internal personnel and will continue to monitor for similar events. Pt info: unknown as not provided. Lot # is unknown as it was not provided. Exp. Date unknown as no lot # was provided. UDI # is unknown as no lot # was provided. Initial reporter phone # is unknown as it was not provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: a review of complaint history, drawings, quality control, trends and a visual inspection of the returned product was conducted during the investigation. The returned device was examined and it was noted that he shaft of the catheter was completely separated from the hub. The separated shaft was 5.1 cm in length and although the shaft itself was smooth, the sheared end had some roughness at the edge. There was still green tubing visible inside the hub and upon examination, it was found that the green tubing was pulled loose from some of the wall of the hub. There is no evidence to suggest that the device was not manufactured to specification. As the lot number was not reported, a search of field complaints from this same lot or production nonconformance data cannot be conducted. Based on the information provided and the results of the investigation, we are unable to determine a root cause of the failure. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
While performing a bedside procedure, the device broke at the hub during placement. Part of the catheter dislodged and was surgically removed from the patient.